Event description:
The customer reported that the pt had diminished pulses to the right leg extremity after vasoseal deployment. Cardiologist obtained a surgical consultation and pt was sent to operating room. Vascular surgeon removed "clots from the right femoral artery". Pt pulses were restored to baseline after surgery. No further complications, pt discharged on 1/16/99.